Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see pe 701486091-pump alarming, pe-700584247-pump empty in past, pe-700111613-ER for breakthrough pain, pe-700587270-reaction to morphine, and pe-500055128-tear in catheter; revision. Information was received from a consumer regarding patient receiving fentanyl with an unknown dose and concentration and saline with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported that in 2014 that the pump was "the backside" and caused pain or perhaps it was pushing on a nerve. Patient stated she was in so much pain and does not have a doctor anymore. It was noted patient used to have fentanyl because morphine caused her to have symptoms. It was mentioned that the doctor that placed the pump would not remove the pump. No further information was reported. 2016-10-21 crts 3453279 (con): additional information was received from a consumer. It was reported that she was to have the pump removed. No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.